Manufacturer narrative:
Rospective pregnancy case was reported by a non-health professional and describes the occurrence of device dislocation ("essure coils had pushed out of her fallopian tubes") and pregnancy with contraceptive device ("pregnancy") in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included parity 4, pregnancy with contraceptive device and termination of pregnancy - elective. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (full hysterectomy). Essure was removed. At the time of the report, the device dislocation and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was reported as elective abortion. The reporter provided no causality assessment for device dislocation and pregnancy with contraceptive device with essure. The reporter commented: the patient fell pregnant three times, resulting in two terminations and a baby even after using essure. She decided to get surgery. During the procedure, it was discovered the essure coils had pushed out of her fallopian tubes, causing the three pregnancies. Patient stated she had to have a full hysterectomy. She had more 2 pregnancies with essure ((B)(4) and (B)(4) the list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on 29-sep-2017 for the following meddra preferred terms: pregnancy with contraceptive device: the analysis in the global safety database revealed 3389 cases. Device dislocation: the analysis in the global safety database revealed 1655 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pts. Most recent follow-up information incorporated above includes: on 21-aug-2018: this case was identified as a duplicate of case(B)(4) (MFR number 2951250-2015-00590) and will be deleted from bayer database. All information was transferred to the remainign case. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a non-health professional and describes the occurrence of device dislocation ("essure coils had pushed out of her fallopian tubes") and pregnancy with contraceptive device ("pregnancy") in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included parity 4, pregnancy with contraceptive device and termination of pregnancy - elective. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (full hysterectomy). Essure was removed. At the time of the report, the device dislocation and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was reported as elective abortion. The reporter provided no causality assessment for device dislocation and pregnancy with contraceptive device with essure. The reporter commented: the patient fell pregnant three times, resulting in two terminations and a baby even after using essure. She decided to get surgery. During the procedure, it was discovered the essure coils had pushed out of her fallopian tubes, causing the three pregnancies. Patient stated she had to have a full hysterectomy. She had more 2 pregnancies with essure (2017-170443 and 2017-170446). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on 29-sep-2017 for the following meddra preferred terms: pregnancy with contraceptive device: the analysis in the global safety database revealed (B)(6) cases. Device dislocation: the analysis in the global safety database revealed (B)(6) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pts. Most recent follow-up information incorporated above includes: on (B)(6) 2017: patient's name provided (identifier). She decided to get surgery. During the procedure, it was discovered the essure coils had pushed out of her fallopian tubes, causing pregnancies. She had a full hysterectomy. Pregnancy outcome updated. On (B)(6) 2017: no new clinical information provided. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.